Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 26, 2019. They reported the cause of the stimulation turning off by itself was not determined. They noted they haven't followed up with the patient yet because the patient was to follow up with dates and times if the problem persisted. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep on december 6th. They stated that they checked they logs and it looked like the patient's ins was depleted when it turned off, so the turning off seems to be related to depleted ins. No further complications were reported. .

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 reporting that the battery was the issue, the manufacturer representative and technical help figured out the problem, so it was working. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on december 30th. They stated that the issue had been resolved. It had been determined to be the "battery". They switched the external battery and it seemed to be working so far. They wished it were smaller so it wouldn't catch on things. They stated it was resolved by starting small and narrowing down the problem so they had the battery replaced first (external battery pack). The issue had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning off by itself. The rep said the usage showed the ins lost stim once in the last 30 days because of normal depletion. The patient recharged and the ins appeared normal since. The patient reported it has happened several times in the past month. The patient reported seeing stim off on the controller and he had to turn stim on himself. The report showed 94% stim on the last 30 days. It was suggested the patient should keep a journal of the on/off incidents. It was also reported that the controller was not holding a charge. The patient reported the controller battery was 100% and charged the ins to 60%, but they couldn't continue because the controller dropped to 0%. The rep reported that the patient charged every 2 days and noted this one time. The patient was going to monitor if this happens again. No further complications were reported.